Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 15313193.

Event description:
It was reported that the patient was experiencing loss of stimulation. The patient underwent an explant procedure wherein all devices were removed. The explanted devices were not returned by the medical facility.